Manufacturer narrative:
H10: per additional information from the customer, there was no deviation from IFU (instructions for use) in reprocessing steps for where the foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the device and clogging the biopsy channel could not be identified. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to clogging of channel tube. The evaluation found an accessory inside the channel tube and could not be removed and the residual liquid or foreign material came out of forceps channel port. In addition, evaluation found following findings: the brightness of the image was uneven when halation occurred due to damage on charged couple device (ccd) unit; due to wear of angle wire, bending angle in down direction did not meet the standard value and the adhesive on bending section cover had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while reprocessing of colonovideoscope found something was stuck in the instrument channel and staff could not get the cleaning brush in properly. The scope had been machine washed with no problems. There was no report of patient harm associated with the event. The device was returned for evaluation. The evaluation found following findings: channel tube clogged with and accessory; a crystalized whitish foreign material was found at air-water tube and jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.